Manufacturer narrative:
Unchecked "user facility" and checked "health professional" to correcr section. Removed device manufacture date. Device manufacture date is unknown. Battery (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the battery in relation to the reported event. However, the problem could not be replicated in bench testing. Analysis of the batteries revealed that it met specifications; it passed visual examination and functional testing. Log files were not available for analysis. The reported event could not be confirmed. With review of the reported information and analysis of the returned device with no confirmed malfunction, a root cause cannot be determined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from (B)(6) that the "controller changed to the second battery when the first battery had greater than 25% capacity still remaining. "Log files not available, because the patient was at home". "No effect on patient". "Batteries were replaced". No additional information provided.